Event description:
A 35-year-old female undergoing an upper gi and screening colonoscopy on (B)(6) 2023. The 13mm x 5mm end of a hedgehog(tm) dual channel cleaning brush, used during the cleaning of the biopsy channel of the endoscope, was pushed out of the end of the biopsy channel while feeding the forceps through the channel during the biopsy portion of the colonoscopy. The brush head piece was visualized when it exited the scope. The decision was made by the physician to move the brush piece from the terminal ileum to the colon for the patient to eliminate with a bowel movement. Per documentation, the patient expressed understanding of the event. Risk versus benefit of attempting removal versus allowing the object to be eliminated guided the decision to allow the latter. No patient harm assessed from this event.